Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: neither battery cap nor cartridge cap was returned with the pump for investigation; test caps were used to complete the investigation. The battery cap was able to be secured to the pump properly and maintain electrical current. Review of the black box data revealed records of power on reset dated (B)(6) 2015. The battery voltage was above the threshold for battery replacement prior to the power on reset event. The pump was exercised for 24 hours without interruption in power. No errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint of intermittent power and the pump performed as intended without malfunction. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the interior components.